Manufacturer narrative:
Product event summary: analysis was unable to confirm the customer comment that the display was cracked, analysis found only that the liquid crystal display lens was broken and it was therefore replaced. Analysis also found that the lower case was broken and the battery contacts were compressed. (B)(4).

Event description:
It was reported that the external pulse generator had a cracked display. The generator was returned for service. It was indicated that there was no patient involvement associated with this event.

Event description:
It was reported that the external pulse generator had a cracked display. The generator was returned for service. It was indicated that there was no patient involvement associated with this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.